Event description:
A healthcare professional reported that during an intraocular lens implant procedure the lens was defective, improperly rolled. It did not fit through it was loaded correctly and the cartridge size was appropriate. The surgery was completed with the replacement lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).